Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that while a patient was receiving pressure support ventilation, the ventilator unexpectedly powered off and then restarted. The respiratory therapist (rt) observed that the touchscreen displayed a blue screen and the ventilator generated both audible and visual alarms. The patient was transitioned to another ventilator. No patient harm was reported. The reporting facility declined to provide patient demographic information. A review of the device logs confirmed a momentary cpu reset, with ventilation recovery occurring within 18 seconds. Ventilation resumed successfully using the previous settings after the momentary system restart. The message ¿unit restarted, check settings, check apps¿ appeared onscreen. By design, audible and visual alarms are annunciated during the momentary system restart.